Event description:
It was reported that the ilet screen was unresponsive and the device would not unlock, preventing interaction with the bell and cartridge icons; the user reported no visible screen damage and transitioned to backup multiple daily injections while continuing dexcom g7 use. Symptoms included hyperglycemia with thirst and dry mouth, with a reported peak glucose of 298 mg/dl and approximately 45 minutes above range, without ketone testing or medical intervention. Outcomes included temporary interruption of pump therapy and use of backup therapy. Investigation included troubleshooting with the user, instructions to shut down the device and sync data, arrangement of a replacement unit, and collection of the original device for evaluation. Investigation of this device revealed a device operational failure consistent with a nonresponsive touchscreen, with no allegations of physical screen breakage at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.